Event description:
The patient reportedly presented with nasopharyngeal carcinoma and osteoradionecrosis of the temporal bone. The patient initially presented with scalp swelling and subcutaneous fluid collection near the implant in (B)(6) 2014. The patient was repeatedly treated with aspiration and antibiotics, which were unsuccessful. The patient's device was explanted. There are no current plans for reimplant surgery. The patient is currently being treated with daily wound dressing and intravenous ciprofloxacin.